Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. This is pending repair completion.

Event description:
The customer reported that the ventilator will not power on. The customer reported there was no patient involvement.

Manufacturer narrative:
The field service engineer (fse) replaced the power management board, motor controller board and cpu board at the same time to address the reported problem.

Manufacturer narrative:
Conclusion / root cause: the shorted c187 capacitor on the motor controller pcba and the shorted l2 primary coil and secondary coil on the power management pcba prevented the ventilator from powering on. This report is being submitted as part of the remediation for CAPA (B)(4).

Manufacturer narrative:
Failure analysis on the returned power management board and motor controller board shows that the shorted c187 on the motor controller pcba and the shorted l2 on the power management pcba prevented the ventilator to power on.